Manufacturer narrative:
The compromised force sensor system alarm occurred during basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 157 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).